Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy fluid. The cause of peritonitis not reported. On an unspecified date, the patient was hospitalized and treated with unspecified antibiotics(ongoing) for the event. Seven days after the event onset, the patient was discharged from the hospital. Pd therapy was ongoing. The patient outcome was not reported. No additional information is available.